Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device passed all quality control tests  prior to leaving abbott's manufacturing facilities. The cause of the reported event could not be determined.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece for analysis. Analysis of the stylet found obstruction/restriction at the distal region of the lead and clogged with blood/body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the inner coil being clogged with blood/body fluids and no other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the right ventricular lead. The right ventricular lead was not used and replaced. The patient experienced no consequences.